Event description:
It was reported that during an internal fixation surgery performed on (B)(6) 2021, a intertan 7.0mm comp screw starter drill broke when reaming for the compression screw inside of the patient. No patient injury was reported. There was no significant delay and the procedure was finished using a smith & nephew back up.

Manufacturer narrative:
D3, g3, h2,h3 and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that no patient harm or injury was sustained as a result of this device related incident. Per correspondence, all parts of the drill were removed with a ¿pair of cockers¿ and the procedure was completed with an identical backup device within a 0-30-minute surgical extension. Reportedly, no further unplanned interventions were required or are anticipated. No further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.